Manufacturer narrative:
It was reported that the bottom of the foley catheter drainage bag was leaking at the seam. The facility contact noted that the leaking was noted after 36 hours of use. Reportedly, the foley catheter was removed and an external catheter was placed. After an unidentified period of time, the facility staff determined that the external catheter was not effective. A new foley catheter was required to be inserted. No serious injury, additional medical intervention, or follow-up care reported. The original foley catheter was reportedly discarded after removal. No sample was returned to the manufacturer for evaluation. A root cause could not be determined. Due to the need for medical intervention, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the bottom of the foley catheter drainage bag was leaking at the seam. The foley catheter was removed and a new foley catheter was required to be inserted.